Manufacturer narrative:
Confirmation of lead migration by the lab cannot be made with product testing as this issue is commonly caused by some forms of physical activity, which can include trauma, such as falls and accidents. Lead b was returned in two segments as a result of the explant procedure. The stimulation end segment did have a kink on the outer tubing where all internal wires were broken. The cause of the fractures is unknown as there was no reported trauma, such a fall or accident.

Event description:
During product analysis, fracture was noted on one of the leads. Unknown which lead.

Event description:
It was reported that the patient lost therapy due to lead migration. As such, surgical intervention took place wherein the entire system was explanted to address the issue.